Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the battery compartment and cap were damaged. The reporter stated that moisture was present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/27/2016 with the following findings: the pump was returned with the battery compartment cracked along the side. Battery compartment threads are stripped and are unable to secure. Battery cap was able to hold for testing. Moisture observed in the battery compartment. Leak test failed due to crack in the battery compartment. Opened pump- moisture found on force sensor plate and on transceiver board. Battery compartment is also cracked from case seal traveling to bumper. A leak was not found at this location. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.